Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers complaint was reproduced. Therefore, it is likely the e226 appears due to a communication error with an endoscope caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center experienced communication error code e226. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.